Event description:
During a pci procedure, after a emerge monorail catheter was used and upon removal of the equipment, the balloon shaft got separated from the catheter inside the guide catheter. Nothing was left behind because the whole system both balloon catheter which was inside the guide catheter were removed intact. No harm to the patient.